Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was missing pixels. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual injection to address bg, and the pump supplies were also changed. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.